Event description:
(B)(4). Same case as: 2134265-2011-03947, 2134265-2011-03948. It was reported that post a coronary stenting treatment procedure, the patient experienced silent ischemia. In (B)(6) 2008, during the index procedure, the physician implanted a 3.0x24mm taxus express2 stent to the proximal right coronary artery (rca), a 3.0x8mm taxus express2 stent to the distal rca and a 2.5x24mm taxus express2 stent to the right atrioventricular artery (r-pav). Details of the lesion are unknown. In (B)(6) 2010, the patient experienced restenosis in the mid rca, distal rca and right posterior descending artery (r-pda). In (B)(6) 2010, a percutaneous coronary intervention was performed in the mid and distal rca. The 75% stenosed target lesion located in the mid rca was 3.5mm in diameter and 15mm long. The lesion was treated with the implantation of an unknown size non-bsc stent. Residual stenosis was 0%. The 90% stenosed target lesion located in the distal rca was 3.0mm in diameter and 10mm long. The lesion was treated with the implantation of an unknown size non-bsc stent. Residual stenosis was 0%. In (B)(6) 2010, an intervention was performed in the r-pda. The lesion was 100% stenosed and 2.20mm in diameter. A plain old balloon angioplasty was performed. Residual stenosis was 25%. Per the physician, this event was not related to the previously deployed taxus stents. In (B)(6) 2011, the patient experienced silent ischemia. Lesion 1 was located in the proximal rca. The lesion was 75% stenosed, 3.5mm in diameter and 10mm long. The lesion was treated with the placement of an unknown taxus stent. Residual stenosis was 0%. Lesion 2 was located in the mid rca. The lesion was 100% stenosed and 3.5mm in diameter. The lesion was treated with the placement of a 3.5x24mm non-bsc drug eluting stent. Residual stenosis was 0%. No further patient complications were reported and the patient's outcome is considered resolved. Per physician comments, the cause of the silent ischemia symptom was caused by chronic total occlusion (cto) of the mid rca.

Event description:
It was further reported that in (B)(6) 2011, the physician implanted a taxus stent in the proximal right coronary artery. In (B)(6) 2011, it was noted that the patient expired by the facility. The patient was found outside in a fall down state, and was transferred to a hospital. No autopsy was performed. However, there was indications that the case was possibly due to cardiac death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that during the index procedure, the proximal rca was 75% stenosed, 3.0mm in diameter and 20mm long. Predilation was performed. Timi 3 flow was noted throughout the procedure. The lesion in the distal rca was 75% stenosed, 3.0mm in diameter and 5mm long. The lesion located in the r-pav was 75% stenosed, 2.5mmin diameter and 20mm long. Predilation and post dilation were performed. Residual stenosis was 0%. The patient was discharged 2 days later on panaldine and bufferin. In (B)(6) 2011, the lesion located in the proximal rca was treated with plain old balloon angioplasty (poba). Timi flow grade improved from 1 to 3 through the procedure. The lesion located in the r-pav was 100% stenosed and 3.5mm in diameter. The lesions located in the mid rca and r-pav was treated with poba. The event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).